Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-1110-02 serial#: (B)(4) description: ipg kit without pull-through tunneler the explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient was explanted due to epidural hematoma on the same day as the implant procedure. The patient's symptoms were numbness in the legs. The physician believes the hematoma is related to the implant procedure. The patient is doing well following the explant.